Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was a breach in aseptic technique. Treatment was not reported. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this is a report of a disconnection between the transfer set and titanium adapter, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The disconnection occurred while the patient was drying off with a towel. The patient was advised by his nurse to reconnect the transfer set, not perform therapy, and be seen in the clinic the next morning to have the transfer set changed. The manifestations of peritonitis included belly pain and cloudy fluid. Treatment for this peritonitis included two doses of vancomycin intraperitoneal (ip) 1.5 gram weekly during a 6 hour dwell and maxipime ip 1 gram daily for 2 weeks during a 6 hour dwell. The patient experienced a recurrent peritonitis. The patient was treated with cipro 250mg by mouth (po) twice a day (bid) for three weeks. The transfer set was changed again. At the time of this report, the patient fully recovered from peritonitis event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.